Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 3:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 297mg/dl. She stated that she then took her insulin based off that result. The end-user stated that her husband found her unconscious in her dining room. The end-user stated that her husband tested her blood glucose with his meter and received a result of 37mg/dl. She stated that her husband called paramedics. She doesn't know how long it took for paramedics to arrive and she does not recall if any medication was given while waiting for paramedics. When paramedics arrived, they gave her glucagon and transported her to (B)(6) hospital of (B)(6) college of medicine emergency room located at (B)(6). She does not know what her blood glucose was when she got to the hospital. End-user does not know what tests were performed at the hospital only that blood was drawn. She stated that she was at the hospital for 8 hours and was discharged with a blood glucose that was around 160-170mg/dl no additional information was provided.